Event description:
The customer reported that there was a problem with the connection between the monitors and the c-arm. The field engineer noted the system would not display a fluoroscopy image, making the system unusable. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The reported issue is currently under investigation.